Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 500mcg/ml for a total dose of 200.02 mcg/day and bupivacaine 5 mg/ml for a total dose of 2.0002 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the procedure report stated upon examination the patient had developed swelling and redness at their pump pocket site within days. The hcp found no evidence for fluid collection over the catheter implant site. The hcp recommended aspiration of the pump pocket site to make sure there was no infection at this location. Interventions included on (B)(6) 2018 medical or non-surgical therapy where the pump pocket site was aspirated. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was swelling and redness at pump pocket site. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2018. No further complications were reported.